Event description:
Per the clinic, it was reported that the abutment was fell off and the old abutment site looks a bit crusted. Subsequently the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.